Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: alyssa distante, onsite, called to report that l11 light (sn: (B)(6)) loses connection to light cable. 5 minute display to case. No harm to patient to user. The failure(s) identified in the investigation is consistent with the complaint record. Probable root causes: bad mainboard. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.